Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically, as a result of an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had increased threshold. The increased threshold was found during a floor check and the cause remains unknown. The following day, the rv lead was abandoned surgically. No additional adverse patient effects were observed.